Manufacturer narrative:
Date of event - estimated as (B)(6) 2021 as it was noted that a clot immediately formed and (B)(6) 2021 was the date of the implant procedure.

Event description:
It was reported via social media that thrombosis and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A thrombus formed on the face of the closure device. Blood thinners were prescribed, but could not successfully resolve the clot. Approximately eight months post implant, the patient experienced two small strokes stemming from the thrombus.

Manufacturer narrative:
B5: describe event or problem - updated to include additional narrative on stroke. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated g1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact phone number, MFR contact email - updated.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A thrombosis formed on the face of the closure device. Blood thinners could not resolve the clot. Approximately eight months post implant, the patient experienced two small strokes stemming from the thrombus. It was further reported that open heart surgery was performed to remove the closure device. It was further reported that the patient had three strokes as opposed to the two strokes previously reported.

Event description:
It was reported via social media that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A thrombosis formed on the face of the closure device. Blood thinners could not resolve the clot. Approximately eight months post implant, the patient experienced two small strokes stemming from the thrombus. It was further reported that open heart surgery was performed to remove the closure device.

Manufacturer narrative:
B5: describe event or problem - updated to include additional narrative on open heart surgery. D6b: explant date- populated with 01apr2022 as the comment that open heart surgery was being performed was made in april 2022. H6: impact codes- updated to include a device explantation and surgical intervention code.